Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During screw insertion, drill bit snapped. Metal was removed from the patient with forceps and no adverse reaction/event with the patient. A larger drill bit was used to drill the same depth hole so the surgery was not delayed and the patient outcome is going to be normal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: the complaint was received into the company with the following comment: thr c-stem pinnacle: (B)(6) hospital, (B)(6)2019. During screw insertion, drill bit snapped. Metal was removed from the patient with forceps and no adverse reaction/event with the patient. No additional patient details could be gathered. Drill bit was disposed of by the scrub nurse and we were unable to locate the drill bit out of the bin. A larger drill bit was used to drill the same depth hole so the surgery was not delayed and the patient outcome is going to be normal. Patient ID: (B)(6), dob: (B)(6)1935, female, 84 years old. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.